Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's current blood glucose was 241 mg/dl. Customer was on auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. Customer reported that they got multiple insulin flow block alarms after bolus. Troubleshooting was provided for insulin flow block and insulin was exited. The insulin pump was not returned for analysis.